Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was experiencing a burning sensation at the ipg site when the stimulation was in use. The sjm rep met with the pt for reprogramming to attempt to resolve the issue. It was reported, the pt had a recent procedure to reposition the leads, and fluid intrusion was suspected. The pt was scheduled for a f/u appointment regarding the issue. Reference MFR report: 1627487-2013-1296 regarding the previous lead surgery.